Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed as the visual evaluation of the received ar-8741-40 with batch 4580407 noted that the distal tip of the returned driver had not broken off. The evaluation revealed that the distal tip of the returned driver had twisted. A functional test was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.

Event description:
It was reported that during a minimally invasive chevron and akin (mica) surgery the devices ar-8741-40 (lot: 4580407) broke while extracting the screws. The surgeon easily removed every piece of the damaged instruments. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.